Manufacturer narrative:
(B)(4)

Event description:
Reportedly, a vt ablation was planned on (B)(6) 2016. Before the procedure, the subject ICD was successfully interrogated. Just before starting the ablation, the physician tried to re-interrogate the ICD to deactivate the therapies, but it was unsuccessful. Reportedly, the leds on the programming head were off. Then a second programmer was used. Reportedly, the leds on the programming head were on, but it was still impossible to interrogate the ICD. The two programmers were turned off and restarted, but interrogation was still impossible. Then the physician performed the ablation by putting a sterile magnet above the ICD. After the intervention, the ICD was interrogated without any issue, and it was operating as specified.

Event description:
Reportedly, a vt ablation was planned on (B)(6) 2016. Before the procedure, the subject ICD was successfully interrogated. Just before starting the ablation, the physician tried to re-interrogate the ICD to deactivate the therapies, but it was unsuccessful. Reportedly, the leds on the programming head were off. Then a second programmer was used. Reportedly, the leds on the programming head were on, but it was still impossible to interrogate the ICD. The two programmers were turned off and restarted, but interrogation was still impossible. Then the physician performed the ablation by putting a sterile magnet above the ICD. After the intervention, the ICD was interrogated without any issue, and it was operating as specified.

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior was most probably due to the presence of strong external interferences caused by the medical device used for ablation.

Event description:
Reportedly, a vt ablation was planned on (B)(6) 2016. Before the procedure, the subject ICD was successfully interrogated. Just before starting the ablation, the physician tried to re-interrogate the ICD to deactivate the therapies, but it was unsuccessful. Reportedly, the leds on the programming head were off. Then a second programmer was used. Reportedly, the leds on the programming head were on, but it was still impossible to interrogate the ICD. The two programmers were turned off and restarted, but interrogation was still impossible. Then the physician performed the ablation by putting a sterile magnet above the ICD. After the intervention, the ICD was interrogated without any issue, and it was operating as specified.